Manufacturer narrative:
The customer's complaint that the display of the autopulse platform (sn (B)(6) occasionally fails to turn on was not confirmed during functional testing or the archive review. The reported complaint was not reproduced during functional testing and the platform performed as intended. The secondary complaint that the head restraint wires are broken was confirmed during visual inspection. The cut head restraint wires do not render the autopulse platform non-functional. The likely root cause for the reported complaint was due to mishandling. The top cover needs to be replaced to address the reported complaint. The autopulse platform passed the functional testing without error or fault. The display is functioning without any errors. The reported display failure could not be reproduced, and the platform functioned as intended. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint of broken head restraints, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported the head restraint wires on the autopulse platform (sn (B)(6) are broken and the display occasionally fails to turn on. This was noticed during device inspection. No patient involvement.